Event description:
It was reported that during a planned device revision due to elective replacement indicator, dislodgement of the left ventricular lead was observed. The physician decided not to reposition the lead. The device was reprogrammed for the right ventricle in ddd mode and the lead was connected to the new ICD. The patient's condition was reported good after the procedure.

Manufacturer narrative:
(B)(4).